Event description:
Legal counsel for patient reported patient underwent a bilateral total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, clicking, loss of range of motion and elevated metal ion levels. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2013. Review of invoice history confirmed the modular head, acetabular cup and taper adapter were removed and replaced. There has been no reported left hip revision procedure. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." And "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. "

Event description:
Legal counsel for patient reported patient underwent a bilateral total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, clicking, loss of range of motion and elevated metal ion levels. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2013. Review of invoice history confirmed the modular head, acetabular cup and taper adapter were removed and replaced. There has been no reported left hip revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2013 right hip revision report noted the revision was due to pain and x-ray evidence of acetabular cup loosening and migration. Operative report further noted the presence of metallosis, milky cloudy debris filled fluid, osteolytic material, debris, loose acetabular cup, and an anterior acetabular bone defect. The acetabular cup, taper adapter and modular head were removed and replaced. No revision has been reported for the left hip.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a bilateral total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, clicking, loss of range of motion and elevated metal ion levels. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2013. Review of invoice history confirmed the modular head, acetabular cup and taper adapter were removed and replaced. There has been no reported left hip revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2013 right hip revision report noted the revision was due to pain and x-ray evidence of acetabular cup loosening and migration. Operative report further noted the presence of metallosis, milky cloudy debris filled fluid, osteolytic material, debris, loose acetabular cup, and an anterior acetabular bone defect. The acetabular cup, taper adapter and modular head were removed and replaced. No revision has been reported for the left hip. Additional information received in patient medical records reveal patient had a left hip revision on (B)(6) 2014 due to pain, periacetabular osteolysis, osteolysis of proximal femur, and poorly positioned components. The patient's operative report noted cloudy white fluid consistent with metal debris, trunnionosis, osteolytic material, osteolytic debris, and osteloysis along anterior rim of the acetabulum.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number/ manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00706 / 00707).

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. "Material sensitivity reactions." And "inadequate range of motion due to improper selection or positioning of components." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-00706, 00707, 031019 & 03110).